Event description:
Initial implantation in 1984. Over last several months, developed burning breast pain's, suspected left sided rupture. On removal, right side saline lumen empty, left side ruptured.